Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
A customer reported a system message displayed during a procedure. The system was rebooted, but the message could not be cleared. An alternate system was used to complete the case. There was no patient harm.